Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during patient use, the ventilator generated an alarm for high oxygen readings. The ventilator continued to ventilate the patient. The patient was removed from the ventilator as a result of the event. There was no harm to the patient as a result to the event.

Manufacturer narrative:
(B)(4). The ventilator was evaluated and the oxygen sensor was replaced. The ventilator passed self-testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.